Event description:
The medical staff rescued the patient. During the rescue process, tne equipment reported an error of "low load" and the equipment could not be charged and discharged. Replaced with another defibrillator for defibrillation. Equipment failure during the rescue process may cause the patient's heart to fail to resuscitate. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).